Manufacturer narrative:
The instrument was within quality control specs with respect to controls and reproducibility. On (B)(4) 2008, the field service engineer evaluated the analyzer and verified instrument performance. Raw data analysis was performed and indicated merged neutrophil/eosinophil populations. Imm ne 1 and imm ne 2 were generated for subsequent retests when the algorithm identified the merged populations as abnormal. Root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00816.

Event description:
Customer reported erroneous low differential results for eosinophil% of 0.0 were obtained when using a coulter lh 750 hematology analyzer. Test results were determined to be erroneous based on retest of the coulter lh 750 hematology analyzer and a coulter gen-s system, in addition to a manual blood smear differential. Erroneous test results were reported out of the lab. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer. This event is for the first of two samples from this pt tested over 2 days.